Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that upon removal of the right ventricular (rv) lead the lead body came apart. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had impedance and under flouro it was noted that the coil had completely fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).